Manufacturer narrative:
A patient had their system explanted due to mrsa and a staph infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient presented with a staph/mrsa infection. The location of the staph/mrsa infection is unknown. The patient was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. It is unknown if the infection has resolved, and the manufacturer representative will not be receiving further updates regarding the status of the infection. It was also reported that the patient was receiving effective therapy up until the explant, and thus, the patient would like to have it reimplanted in the future.